Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -9.5/3.5/080 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. Lens rotation not associated to a low vault was observed. On (B)(6) 2023 the lens was replaced for a longer length lens and the problem was resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. Claim #: (B)(4).